Event description:
It was reported through a remote transmission that the patient's right ventricular (rv) was over-sensing noise and the right atrial (ra) lead exhibited far r-wave over-sensing. The patient had no adverse consequences.